Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the rotation collar was broken in half and the instrument shaft was disengaged. Engineering evaluation determined that the instrument components were not in proper position during the welding process. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Due to the noted damage no functional testing was performed. A review of the DHR (device history record) indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, the stapler fell apart during loading. All parts of the device in the box also broke off. They opened a new product to complete the case. There was no patient injury.

Manufacturer narrative:
Additional: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler fell apart during loading. All parts of the device in the box also broke off. They opened a new product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.